Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2023-00223: a facility reported that the mayfield 2 series skull clamp loaner(a3059) and customer's mayfield composite series skull clamp (a3059) were used for a posterior cranial procedure. The surgeon felt that both devices had too much movement or flex when the patient's head was in the device. They then changed to a horseshoe headrest with tape and continued with the procedure. There was surgical delay of 30 minutes; however, there was no injury.

Manufacturer narrative:
The pool - mayfield 2 series skull clamp (a3059p) was not returned for evaluation; therefore, an evaluation of the device could not be performed and the definite root cause cannot be identified. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.